Manufacturer narrative:
Type of reportable event: "other" was indicated on the follow-up report #001. Additional review indicated that "other" does not apply to this event.

Event description:
Additional information received reported that the patient was receiving effective therapy and was satisfied by the outcome.

Event description:
It was reported that during a replacement procedure, fluoroscopy indicated that 2 leads components were implanted on the patient¿s right side along with their implantable neurostimulator (ins). A new lead was implanted on the left side. While removing the first lead on the right side, the lead fractured but the physician was able to recover and remove the remainder of the lead without any issues. It was reported that the physician had utilized proper lead removal technique. When removing the second lead on the patient¿s right side (again using proper removal technique) the lead was pulled from the insertion site and the physician dissected down following the lead to the first tine set. They applied traction to the lead which stretched so the physician dissected further to gain more access to the lead which was obtained. The doctor was able to grasp the lead between the 2nd and 3rd tines and when gently traction to fully remove the lead fractured leaving behind a portion in the patient. The doctor was unable to obtain the remaining portion of the lead in the patient. The patient status at the time of report was noted as ¿alive ¿ no injury.¿ there were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3889-28, lot # j0406036v, implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type lead; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 3889-28, lot # va0uz82, serial # unknown, product type lead; product ID 3889-28, lot # va0uz82, serial # unknown, product type lead. (B)(4). Analysis of the returned neurostimulator model 3023, serial #(B)(4), showed no significant anomalies. Analysis of returned lead model 3889-28, lot #j0406036v showed no significant anomalies. All conductors were noted to be stretched and broken due to overstress damage. The conductor coils and the marker band were crushed. The most distal tine was torn off and was not received for analysis. The continuity was acceptable from the proximal end to the broken end of the lead. No shorts were seen between circuits. Analysis of returned lead model 3889-28, lot #va0uz82 showed no significant anomalies. All conductors were noted to be stretched and broken due to overstress damage. The conductor coils were crushed. The outer insulation was broken. The continuity was acceptable from the proximal end to the broken end of the lead. No shorts were seen between circuits. Analysis of returned extension model 3095-10, serial #(B)(4) showed no anomalies. Eval method: this device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined l eads", educational brief/physician communication (december 2010).